Manufacturer narrative:
The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-516-7r and lot number 108761338 combination found no related information.

Event description:
It was reported that on (B)(6) 2015 a patient had a right tka procedure. A new surgeon performed a revision tka on (B)(6) 2016. Pre-operative diagnosis was malalignment of the femoral component of the right total knee replacement with recurring instability and dislocation of the right patella and patellar component. Revision operative report noted that patella was chronically dislocated on x-ray and the femoral component was fixed in 10 degrees of valgus which also predisposed patient for dislocate ability of the patellar bone and extensor mechanism. The tibial component was noted to be well fixed and aligned. During the revision procedure the following arthrex products were explanted: tibial tray ar-503-ttth, lot 1206181, femoral implant ar-516-7r, lot 108761338, bearing implant ar-513-bh12, lot 113601409 and patella implant ar-504-psc9, lot 113601437. Medical records indicate patient has a bmi of (B)(6) which is in the obese range and is contraindicated for this product.